Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure indicated to treat a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that the mechanical guidewire got kinked as they attempted to withdraw it from the patient. The guidewire was exposed to the patient when this occurred and ended up getting stuck in the dilator. They removed both the guidewire and dilator from the body altogether and completed the procedure successfully using a new kit (different device, same model). No patient complications reported. The product is not expected to return as it was disposed of at the facility.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure indicated to treat a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that the mechanical guidewire got kinked as they attempted to withdraw it from the patient. The guidewire was exposed to the patient when this occurred and ended up getting stuck in the dilator. They removed both the guidewire and dilator from the body altogether and completed the procedure successfully using a new kit (different device, same model). No patient complications reported. The product is not expected to return as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.